Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
Customer reported that the pump battery was depleting too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to uninstall and reinstall the mobile app and follow up with troubleshooting if battery depletion exceeded 35% per day. Customer understood and acknowledged the instructions. The customer continued to use the pump for insulin therapy.